Manufacturer narrative:
Information not received. Evaluation summary: based upon the inquiry information received visual and functional examination: the unit was found to require the blue/green cable to be replaced. The device was functionally tested, met all product requirements and returned to the customer.

Event description:
It was the customer stating that their st holsters cables are worn out and the locking tab has a crack in it. There was no patient involvement.